Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a mistake of touch contamination. On the same day as peritonitis onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (route, duration, and frequency unknown). On an unreported date, dianeal therapies were discontinued and the patient was switched to in-center hemodialysis due to the peritonitis infection. It was reported that the patient was unable to handle hemodialysis therapy and subsequently the patient ¿has just given up¿. On an unreported date, the patient was transferred to a palliative care facility and reportedly ¿has a week to live¿. At the time of this report, the peritonitis had not been resolved and the patient had not recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.